Manufacturer narrative:
Product evaluation of the opened, used product showed that the only parts returned (tubing, manifold base, light pipe and cutter) were wadded up, tangled and loose in the tray. The needle was bent/curved, with the port in the open position. Functional testing with a stellaris elite using a sample cassette showed the inner needle was binding up and not reaching the cutting edge. The cutter did not cut however it did aspirate and was not clogged. A bent tip could contribute to poor cutting performance. Due to the damaged condition in which the parts were returned the root cause cannot be determined. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action was deemed necessary. It was reported that there was patient contact, but no patient impact/injury. The investigation is complete.

Event description:
The user facility reported that they plugged the vitrectomy cutter into the system, and it was working. The cutter then stopped cutting. Another pack was used to successfully complete the surgery. It was not clear whether or not the system continued to aspirate after the cutter stopped cutting.